Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion. It was also reported that there was high undefined high voltage right ventricular (rv) lead impedance. The device was explanted and replaced. The rv lead was programmed off. No patient complications have been reported as a result of this event.